Event description:
The first report of two involving the same patient. An inquiry was made by a nurse specialist from the (nih) national institutes of health that involved a patient who has an (B)(4) hermetic plus system and (B)(4) ventricular catheter (vcak) in place. The patient had three (3) positive (csf) cerebrospinal fluid cultures for beta-d-glucan, an assay for fungal infections. This assay can display many false positive results due to the presence of cellulose, and the customer wanted to rule out that our products contain cellulose. Our manufacturer confirmed that neither product has any cellulose in the csf flow pathway. The customer was provided the manufacturer's info and she confirmed that patient is not on dialysis, nor on any antibiotics that are known to cause false positive result, and has not received albumin or other blood products (all variables that can cause false positive results). Upon request for further info the clinician refused to provide any further info regarding this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.